Manufacturer narrative:
Findings: a64 error alarm during self-test due to faulty y1 on rf board. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was unknown mg/dl. The customer stated alarm did not occur during rhe rewind/prime sequence. The customer stated a temp basal was not programed before the alarm occurred. The customer was advised that the device would be replaced.